Manufacturer narrative:
Updated - (B)(4) 2012 - the operative report stated, the patient was noted prior to insertion of actual implants to have a nondisplaced proximal femoral fracture. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Litigation papers allege patient suffered ongoing injuries and high levels of cobalt and chromium. **updated** - 10/19/2012 - patient's preliminary disclosure received with primary surgery operative report. The operative report stated, the patient was noted prior to insertion of actual implants to have a nondisplaced proximal femoral fracture.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.